Manufacturer narrative:
E1 - initial reporter establishment name: ((B)(6) hospital). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had front panel did not light up. The issue was identified during device reprocessing. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: e1, e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the front panel does not light up due to detached front panel ribbon cable. However, the most probable cause for loose socket was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.